Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation of the barewire tip was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, and evaluation of the returned unit, it is likely that during advancement into the lesion, the tip of the barewire likely became entrapped in the lesion resulting in separation requiring unexpected medical intervention to snare the separated portion of the barewire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left internal carotid. Reportedly during the use of a emboshield nav 6, the tip of the barewire was separated in the anatomy. The separated tip was snared and a new nav 6 was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.